Manufacturer narrative:
Date of event is estimated. The event of eol was reported to abbott. The patient received the end of life replace generator message. Surgery has not been scheduled at this time due to a number of health issues that need to be attended to first. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.